Event description:
It was reported that this pacemaker exhibited atrial undersensing. Device sensitivity settings were reprogrammed. This pacemaker remains in service. No adverse patient effects were reported.